Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported loss of consciousnesses, and broken shoulder. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that the patient experienced low blood sugar levels, lost consciousness, had fallen, and thus suffered a broken shoulder. Patient was prescribed an unknown dosage of pain medication; drug name unknown. Patient received a manual direct injection before being discharged from hospital.